Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a surgery, when the surgeon pressed the pedal to cut, the bipolar activated at the same time, which resulted in patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. The visual inspection found a damaged nosecone. The investigation found that no simultaneous bipolar and monopolar activation was noted. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The service center reported a damaged nosecone. The investigation identified the root cause to be nosecone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.